Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoidectomy, while resecting the tissue, the device stopped firing. The center control button was pushed and the knife returned and the jaws opened, releasing the tissue from the device. Prior to the procedure, the handle was fully charged. However, at that time, they found the battery status of the handle decreasing to half-charged in the display. Another handle and the same adapter were used to complete the case. When the defective handle was shut-off and recharged, it did not power on afterwards. There was no patient injury.